Event description:
It was reported that a patient underwent a hysteroscopic procedure on (B)(6) 2022 and a hysteroscope was used. Before the procedure, it was noticed that the sheath was not good. It was not possible to insert the instrument into the sheath. The procedure was completed using a new like product and there were no patient consequences.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: received gms80512 in opened original packaging. Visual inspection found there is damage to the clear sheath. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2022-04874 and 2210968-2022-04876.